Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) ranging from 530-650 mg/dl which moderate ketones. Customer addressed bg with a correction bolus. The cause of bg was unknown. Reportedly, customer changed the cartridge every 3 days instead of 2 days with humalog insulin.